Event description:
The customer discovered questionable ion selective electrode (ise) sodium results for multiple patient samples after the result for one patient was questioned by a physician. Of the data provided for 11 patient samples, only the results for 9 patient samples were discrepant. Patient 1: initial results were 163.2 mmol/l and 164.2 mmol/l. The result of 163 mmol/l was reported outside the laboratory and was questioned by the physician as it was not consistent with the patient's history. A new sample was collected from the patient and the result was 155.2 mmol/l. The original sample was repeated after maintenance was performed on the analyzer and the result was 157.1 mmol/l. The sample was also tested on a cobas c501 analyzer and the result was 156 mmol/l. Patient 2: (B)(6), male initial result was 146 mmol/l. Repeat result on cobas c501 was 140 mmol/l. Patient 3: (B)(6), female initial result was 151 mmol/l. Repeat result on cobas c501 was 144 mmol/l. Patient 4: (B)(6), female initial result was 153 mmol/l. Repeat result on cobas c501 was 147 mmol/l. Patient 5: (B)(6), female initial result was 148 mmol/l. Repeat result on cobas c501 was 142 mmol/l. Patient 6: (B)(6), female initial result was 150 mmol/l. Repeat result on cobas c501 was 144 mmol/l. Patient 7: (B)(6), male initial result was 150 mmol/l. Repeat result on cobas c501 was 144 mmol/l. Patient 8: (B)(6), male initial result was 153 mmol/l. Repeat result on cobas c501 was 147 mmol/l. Patient 9: (B)(6), male initial result was 159 mmol/l. Repeat result on cobas c501 was 153 mmol/l. Information concerning which result was reported outside the laboratory for patients 2-9 was requested, but was not provided. The patients were not adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. As the potassium and chloride result for the samples were not available, a specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).